Event description:
The customer reported that no spo2 alarm was generated by the intellivue mx800 patient monitor on (B)(6) 2021 between 10:00 and 12:00 for the patient in bed label 1ivllul. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that no spo2 alarm was generated by the intellivue mx800 patient monitor on (B)(6) 2021 between 10:00 and 12:00 for the patient in bed label 1ivllul. The device was reported to be in use on a patient, but no adverse event to patient or user was reported